Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door 7 clicked repeatedly and failed, resulting in a failed storage space. The customer reported that the issue had been recurring and required repeated resolution steps, causing nursing staff to re-pull medications after the condition was temporarily resolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door failed. A field service engineer (fse) powered down the station, unlocked the tower, removed the latch column, and inspected the latches and harnesses. The faulty latch assembly was removed and replaced with a new one, the latch column was reinserted, and the station was powered back up. The customer then logged in and successfully recovered the storage space. The system functioned as intended after the field service engineer repaired the device.